Manufacturer narrative:
(B)(4). Investigation: the customer has not returned the product and cannot provide us with the material or batch/lot number for this product. As such, we cannot perform a product check, device history check or trend analysis. Additional information that cannot be obtained for this report without the material and batch/lot number include the: UDI, expiration date, device manufacture date and 510k. The device could not be evaluated by the manufacture because it was not returned. Root cause: by the customers own admission: this is the first time that the customer placed an implant in such a region of the mouth, thus experience with the mental nerve was low. She stated that she had only placed three implants prior to this one. The customer stated that the root cause of this event was poor surgical practice.

Event description:
A customer filed an online complaint concerning patient "sthy" stating that there was a possibility of permanent nerve damage. During investigation of this event, the customer stated that she drilled too closely/apically to the mental nerve and that a nobel parallel cc rp implant, product number 37971, was placed too close to the mental nerve. The patient experienced a numbness on the bottom lip and around the region of drilling that did not go away. The customer stated that it seemed as if the problem was not with the implant, but with the apical drilling. Although she was able to provide the implant information, the customer was not able to provide material/batch information for the drill used. The patient was referred to a nerve specialist. Numbness has not reduced since the procedure took place